Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer and then later the same day from a healthcare professional (hcp) via a company re presentative regarding a patient receiving morphine (0.5 mg/ml at 0.4 mg/day) via an implanted pump. On (B)(6) 2020 the patient reported that today she started seeing an alert on her ptm (personal therapy manager) saying empty reservoir and another alert saying low reservoir. Per the patient, she wasn't supposed to need a pump refill until (B)(6) 2020. The ptm was saying her refill date was (B)(6) 2020. She was not hearing any alarms coming from her pump. No patient symptoms/complications were reported. Additional information was received later the same day ((B)(6) 2020) from an hcp via a company representative who reported that the patient¿s ptm was giving her an alarm message for an empty pump. The pump flow rate was reviewed, and it was confirmed that the pump could be empty based on the daily dose plus the ptm activations. No further complications have been reported as a result of this event.